Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The target lesion was the mid left anterior descending (lad). The vessel was de-novo and concentric. Aha/acc classification of the vessel was type a. The lesion length was 10mm and vessel diameter was 2.5mm. The procedure was an elective case. Pre-dilatation was conducted with a 2.0 x 15mm balloon at 10atm for 15 seconds. A 2.5 x 13mm cypher was implanted at 7atm for 15 seconds. Post-dilatation was conducted with a 2.0 x 15mm balloon at 10atm for 30 seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. Five to six hours after the procedure, the pt complained of chest pain. Coronary angiography was conducted, and thrombus was observed in the implanted cypher stent. To treat the thrombus, balloon angioplasty was conducted with a 2.25 balloon at 12atm and iabp was inserted. Ten days later, the patient recovered and was discharged from the hospital. Physician indicated that the possible cause of the thrombotic event was because the stent was under-dilated as the vessel diameter was small and adequate pressure could not be conducted.